Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: during investigation, evidence of moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak. The pump powered up to a call service 177 low battery warning upon start up. The reported ¿short battery life¿ complaint was duplicated due moisture corrosion. All current readings were within specifications. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.